Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the front socket not locking, there was an additional finding of the software was updated. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the visera elite video system center video connectors were broken. The event occurred during preparation for use. There was no patient harm associated with the event. The device was evaluated, and it was found that the front socket was not locking. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over nine (9) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the front socket is not locked due to a failure in the scope socket. Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.